Event description:
It was reported that a malfunction has occurred. Instrumentation intra-operatively failed to align proximal femoral implants. The doctor therefore had to, with the help of fluoroscopy, manually aligned the cephalomedullary implants.

Manufacturer narrative:
The associated device was returned and evaluated. A visual and functional inspection of the returned device could not confirm the stated failure mode; functions as intended with functional gages and mating parts. The device was manufactured in 2013 and exhibits signs of significate wear/usage. A review of complaint history did not reveal additional complaints for the listed device. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.